Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed that the battery compartment was cracked. The returned battery cap was used to completer investigation. Unrelated to the battery compartment issue, investigation revealed that the bolus button cover was detached. (B)(6).